Event description:
Electron beam angiography (eba) revealed two grafts anastomosed with connectors to the pda and diagonal grafts were "occluded/stenosed". One of the two grafts was stented and a third graft anastomosed with a connector was "fine". No additional information was received, including if intervention was performed on the second occluded/stenosed graft.